Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive. It was also noted that the keypad cover was torn over the up arrow and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad cover was found to be torn through the up arrow and down arrow buttons. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and all key contacts were found to be misaligned. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.